Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the left main coronary artery and the mid left anterior descending artery. A 10mm x 3.00mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured at 6atm for 15 seconds. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. There were no patient injuries and the patient was good post procedure.